Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing an unknown procedure, rwe19_saf_012. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 4 patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code thermal injury. This is for megadyne disposable patient return electrodes.